Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump touchscreen display was dark and difficult to see. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to an alternate method in insulin therapy.